Event description:
It was reported that the pump had a travel coarse error. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 7/1/2025. One device was received for evaluation. Visual inspection noted a worn leadscrew and clutch. The event history log was able to verify the reported problem. Functional testing was able to determine the worn leadscrew and clutch to be the root cause. The leadscrew and clutch were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.